Event description:
Valve separated from introducer body. Further information requested, not yet provided. Additional information provided to the MFR on (B)(4) 2013: as per complaint form: pt treated via contralateral approach for sga, 6fr balkin used for increased support over bifurcation. Following angioplasty and removal of balloon catheter, the consultant radiologist attempted to remove balkin introducer. At this point, the hub at the proximal end of the introducer separated from the shaft. The shaft of the introducer was left inside the pt, with no way of removing. The pt had to be sent in an emergency ambulance to another hospital, where the vascular team were required to operate to remove the introducer shaft. A section of the device did not remain inside the pt's body: surgery to remove the introducer shaft left over iliac bifurcation. Pt artery was clipped and vascular surgeons required to remove device. Pt now fully recovered. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). No product was returned; however, the customer reports that the fitting assembly separated from the sheath. Per quality control specification, there is 100% inspection confirming the flare on the proximal end of sheath is caught securely in proximal fittings and that the sheath does not rotate in cap fitting. It is also verified that the coils in sheath continue into cap. Devices are 100% inspected for fitting securely. An fu is provided that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Confirmation based on customer's statements of the event. However, without benefit of inspecting the complaint device, it is difficult to determine with certainty why the failure mode occurred resulting in significant harm to the pt where physician intervention was required to surgically remove the sheath. The appropriate internal personnel have been notified of this occurrence and we are continuing to monitor complaints for this failure mode. Quality engineering evaluated the risk to pt for this product family and failure mode and determined with the addition of this event, no risk reduction activities are required.